Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k)- k130280 the actual device was returned for evaluation. Visual inspection revealed no anomalies. The reservoir was disassembled into each component. After having been soaked in physiological saline solution, were subjected to visual inspection. The presence of clots was found on the cr filter and the deformer taken out of the cr filter. Visual inspection of the oxygenator module with naked eye upon receipt did not find any obvious anomaly, such as a break, in the appearance. Physiological saline solution was let to flow through the oxygenator module by gravity. Subsequent visual inspection found the presence of red thrombus formed inside the device. The actual device was fixed with glutaraldehyde solution and the housing component and filter were removed from the oxygenator module. Visual inspection of the filter removed from the oxygenator module found the formation of red thrombus on the outer and inner surfaces. Visual inspection of the oxygenator module, did not find any thrombus visible with the naked eye. There was no anomaly in the state of fiber winding. The fiber layer was removed from the winding in increments of 2 mm and each layer was subjected to visual inspection. There was no thrombus visible with the naked eye. The outer cylinder was removed and the heat exchanger module was subjected to visual and magnifying inspections. The formation of thrombus was found on it. Magnifying inspection of the both sides of the filter removed from the oxygenator module in revealed the formation of red thrombus on them. There was no anomaly in the diameter of the mesh of the filter. Magnifying inspection of the fiber layers removed from the oxygenator module in found that the whole fibers had been tinted. Any clots, however, were not noted. A review of the device history record of the involved product/lot # combination was conducted with no findings. There is no evidence that this event was related to a device defect or malfunction. During the investigation, clots and red thrombus were found on the cr filter, the filter of the oxygenator module and on the heat exchanger module. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported after weaning, re-circulation was conducted for a while. Then re-heparinization and re-circulation were started. At the beginning of the re-circulation, a clot-like substance was seen to flow into the capiox reservoir. Immediately after this event, at the flow rate of approximately 200 - 300ml/min., the pressure difference before and after the membrane was increased to 100mmhg. The actual sample was changed out. With the new oxygenator the circulation was completed successfully. The amount of blood loss was reported to be unknown. The patient was in stable condition.